Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient exhibited some oversensing and noise appearing on the shocking egm which was stored. It is possible that the right ventricular lead may have moved slightly. There was also some evidence of undersensing and inhibition of therapy as a result. The patient will be called to come back in for further evaluation immediately.